Event description:
Please see the user facility medwatch attached to this report, #3401730000-2014-8007, attached to this report.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: a new device was used to complete case and no patient consequence.